Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an amplatzer pfo occluder was chosen for implant. During deployment the device deformed; the right atrial disc did not flatten and was puffy. The shape was described as a flared out figure 8. The device was not released from the delivery cable. An unknown abbott pfo occluder was used as a replacement and was implanted with no issues. The patient has been discharged. There were no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.